Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-dec-2017 with the following findings: a review of the pump alarm history confirmed cs 078 call service alarm (motor rewind error). The black box data was unavailable due to a failure caused by moisture. During investigation, the call service alarm occurred consistently. The pump was opened and moisture/corrosion was observed on various internal components of the pump and throughout the interior. A leak test revealed moisture ingress. Unrelated to the original complaint, the battery compartment was observed to be cracked and the display lens was damaged.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.